Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and found that the camera lens was not square to the camera body. The fe squared the lens and camera body and securely fastened. The fe performed all reader camera adjustments and replaced the cracked wash block. The fe also performed a pm on the provue. All diagnostics tests were ok. The customer ran and verified qc. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The customer reported that the ortho provue resulted weakly positive antibody screen results as negative. No erroneous results were reported as a result of this incident.